Event description:
The customer reported a burning smell and smoke coming from their statspin express 4 unit.

Manufacturer narrative:
The customer reported burning smell and smoke coming from their express 4 unit. There was no reports of exposure to the operator and the fire department was not called. The stat spin unit was returned for further evaluation. The investigation of the express 4 unit identified a burnt pcb which may have been responsible for the burning smell and smoke the customer reported.